Event description:
The customer reported via phone call that they had a no delivery alarm. Customer stated they have changed the site six times in the last 24 hours, but the alarm persisted. Customer also reported observing insulin exiting from the cannula when the infusion set was removed. The customer's blood glucose was 430 mg/dl. Troubleshooting was not completed as the alarm was resolved by a complete set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.